Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2012, the pt was implanted with a bard/davol flat mesh during an unspecified pelvic procedure. The attorney's report alleges unspecified injury.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to the pt's peri-operative record only. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.